Event description:
During infusion of chemotherapy the pt complained of swelling at the port site. Two to three days later redness and swelling of the arm were noted. On removal of the port, a partial separation of the sleeve which holds the catheter to the port and spontaneous withdrawal of the right upper extremity port catheter from the vein wall such that a loop of the catheter is located in the subcutaneous tissue was noted.